Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose of 544 mg/dl. The customer attempted to treat with a correction bolus via the pump, however, was treated in the ER intravenously with fluids of saline and insulin. The customer was released from the ER on 12/20/2023 with issue resolved. Reportedly, the customer was using cold insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.